Event description:
Procedure - angioplasty of the right external iliac artery. During the removal of a non-deployed stent to exchange for another size, resistance was felt. When the balloon came out, the stent was no longer attached to the balloon. Fluoroscope verified the un-expanded stent was still in the right iliac artery. After unsuccessful attempts to remove the stent, the patient was taken to the operating room for its removal. The surgical procedure was successful and the patient has been discharged home.